Event description:
It was reported that the artificial urinary sphincter (aus) was not working correctly, and the patient was leaking. Upon revision, fluid loss in the balloon was identified due to a hole; therefore, all the components were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).